Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 45 year-old male patient with acute myocardial infarction and cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient was on support due to becoming hypertensive after a balloon angioplasty. While on support, the patient's dressing became saturated. Medical staff found hematoma and oozing and used manual pressure to mitigate. Around the same time, the patient lost distal pulses in the right leg. The impella device was then explanted successfully. The patient remains on medical support.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issues has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of access site bleeding was determined to be anticoagulation management because of the high act values of the patient. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.